Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted implantable pacing lead exhibited high thresholds. The implant was abandoned. No patient com plications have been reported as a result of this event.